Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: versafitcup cc highcross pe liner: ref. 01.26.2839hct / lot 091187 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. Cocr femoral head size 28 m: ref. 01.25.012 / lot 091889 ((B)(4) heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) heads belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.